Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular lead was explanted and replaced due to a dislodgement. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.